Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue in the battery compartment with no damages to the pump casing noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015 device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged moisture intrusion issue was verified. Moisture corrosion was evident in the battery compartment. Battery compartment leak was found during a leak test. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the keypad buttons. Pump casing was opened and no additional evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.